Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated positive results for sar-cov-2, influenza a, and influenza b. The same sample was retested on the same liat analyzer which yielded positive results for sars-cov-2 and influenza b (influenza a negative). The results were not reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No raw data was provided for review and analysis. Therefore, the root cause of the discrepant result could not be determined. However, cross-contamination or cross-reactivity cannot be ruled out. An investigation into the kit lot did not reveal a product quality issue.